Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to reported complaint will be noted during preuse testing, as contained in the user manual.if machine has a power supply failure, unit is designed to switch to backup battery and notify the user. If battery is depleted, ventilation of the patient can continue in manual mode. Use error (per the case, it was reported that the power cord had a little cut exposing some wires). No reported patient injury.

Manufacturer narrative:
A ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in allegation of a damaged power cord or power management system failure. There was no patient involvement.